Event description:
It was reported by the rep that the (1) tlc 75 was used during an unknown procedure on an unknown date by an unknown surgeon. It was reported by the or nurse that the device misfired. There was no consequence to the patient.